Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. No additional patient or event information was available. A root cause could not be determined. Reportedly, the cgm readings became accurate and the customer continued to use the sensor.